Manufacturer narrative:
The customer discarded the leaking reagent bottles and will not be returned for evaluation. Root cause is unknown. The supplier was notified of the issue for further evaluation. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential chemical hazard when act 5diff wbc lyse reagent leaked during shipment. There was no exposure to the act 5diff wbc lyse reagent. There was no exposure to open lesions, mucus membranes, or any contact to eyes or skin. Operators were wearing appropriate personal protective equipment of lab coat and gloves. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.